Event description:
It was reported, that the evita xl posted a data interface failure message, followed up by a restart with an alarm. After some time a second restart occurred, also followed by an alarm.